Manufacturer narrative:
Section d10: concomitant medical products: logic tibia ps mod insrt sz 4 13mm (cat# 02-012-35-4013 / serial# (B)(6)). H3: the revision reported was likely the result of a degeneration of the bond between the tibial tray and the bone/bone cement, which led to aseptic (non-infected) tibial loosening and subsequent metallosis. The loosening and movement of the tibial insert within the tibial tray may have led to instability, slight malalignment, and an increase in cement and bone particles in the joint space and resulted in fatigue polyethylene wear. The most probable root cause associated with the reported event of "loosening - tibial¿ is associated with weakened integration of the tibial component at the bone-implant interface due to loss of fibrous and/or bony tissue and leading to compromised anchorage of the device. Furthermore, the most probable root cause associated with the reported event of ¿prosthesis wear¿ is associated with material damage to a surface, usually involving progressive loss or displacement of material, due to relative motion between that surface and a contacting substance or substances.

Manufacturer narrative:
Concomitant medical products: lgc tibial fit tray cem sz 4f / 4t (cat# 02-012-45-4040 / serial# (B)(4)). Logic femoral ps cem right sz 4 (cat# 02-010-01-0340 / serial# (B)(4)). Three peg patella 38mm (cat# 200-02-38 / serial# (B)(4)). Trocar, mod. Hex 2pk (cat# 201-78-81 / serial# (B)(4)). Additional information, including the product investigation, will be submitted within 30 days of receipt.

Event description:
As reported, approximately 11 yrs postop the initial left tka, this (B)(6) y/o male patient had a knee revision due to tibial was loose and the poly was worn. Metallosis was evident. Patient was last known to be in stable condition following the event. The device will be returned.